Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that while using the bd hypoint¿ 25ga5/8in needle, leakage occurred. The following information was provided by the initial reporter: no mi involved. Caller was a female pharmacist. Pharmacist noted that a female patient in her 40s found a leakage from firazyr 30mg pfs (1 unit) while attempting to administer it at her home on (B)(6) 2024. Patient was only able to receive the half dose on the day. Pharmacist stated that the patient was prescribed firazyr 30mg pfs for hae caused by c1-esterase inhibitor deficiency. Patient administers firazyr 30mg pfs in a prn manner subcutaneously. Pharmacist stated that she is unable to provide further ae details on the line. Pharmacist stated that the firazyr 30mg pfs is currently at the patient's home, and she is not able to provide its batch number and expiry date. She stated that she will keep the the firazyr 30mg pfs in her hospital for quality investigation once the patient brings the firazyr 30mg pfs to the hospital on (B)(6) 2024.

Manufacturer narrative:
H.6. Investigation summary: unconfirmed: no evidence provided.

Event description:
It was reported that while using the bd hypoint¿ 25ga5/8in needle, leakage occurred. The following information was provided by the initial reporter: no mi involved. Caller was a female pharmacist. Pharmacist noted that a female patient in her 40s found a leakage from firazyr 30mg pfs (1 unit) while attempting to administer it at her home on (B)(6) 2024. Patient was only able to receive the half dose on the day. Pharmacist stated that the patient was prescribed firazyr 30mg pfs for hae caused by c1-esterase inhibitor deficiency. Patient administers firazyr 30mg pfs in a prn manner subcutaneously. Pharmacist stated that she is unable to provide further ae details on the line. Pharmacist stated that the firazyr 30mg pfs is currently at the patient's home, and she is not able to provide its batch number and expiry date. She stated that she will keep the firazyr 30mg pfs in her hospital for quality investigation once the patient brings the firazyr 30mg pfs to the hospital on (B)(6) 2024.